Event description:
It was reported that approximately eight years post-implantation, the patient underwent a hip revision due to pain and difficulties with adls. All components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided. Review of the available records identified the following: right hip pain. Trouble with adl¿s due to hip pain. The lateral acetabular screw is extra-osseous. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.